Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that since the material adhered to an outer surface of the scope that the material was not removed by reprocessing, and that humidity invaded the light guide lens which led to corrosion by applied physical stress to the distal end such as hitting and dropping and/or the light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU), therefore a definitive root cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water cylinder and the inside of the light guide lens had a stain. There were no reports of patient involvement.